Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she dropped her insulin pump while in the shower. The screen cracked and water got inside of the display. The patient's blood glucose at the time of incident was 169 mg/dl. Over seven-eighths of the screen was cloudy and contained moisture. There was also a beeping noise without an alert or alarm message. The keypad would not respond either. The insulin pump will be returned for analysis.